Manufacturer narrative:
Additional patient information: patient (B)(6). Exact patient (B)(6). Device is an instrument and is not implanted or explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a drill bit broke during an open reduction internal fixation (orif) procedure of the left distal ulna on (B)(6), 2015. All fragments were easily removed, with none remaining in the patient. A back up drill bit was available to complete the procedure. A one (1) minute surgical delay was reported with no patient harm or additional intervention. This report is 1 of 1 for (B)(4).